Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation was completed. This complaint is an ancillary service event opened during investigation of (B)(4). The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was use error; tidal total ultra-filtration (uf) removal was set too low. The homechoice and homechoice pro apd systems patient at-home guide states that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified, which occurred during the therapy initiated on (B)(6) 2013 at 23:48:50. During night drain cycle eight, the patient's ultrafiltration reading was 3002ml, indicating the patient drained 2222ml more than their maximum programmed fill volume of 2600ml. No additional information was available.